Event description:
Breast implants removed (B)(6) 2023 due to breast implant illness symptoms (joint pain, fatigue, thyroid issues, unexplained skin rashes on face, chest axilla, autoimmune arthralgia symptoms). After en bloc explant surgeon discovered that the right implant was completely ruptured and probably occurred years ago. Reference report: mw5147830.